Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an external device intellis controller. Serial number was not obtained as patient did not have the equipment with. The reason for call was the controller would not turn on and, therefore, pt could not charge the implant. Patient reported they starting to hurt. Patient said the controller had been plugged in and it had not charged. Reviewed to try a reset. Pt said they went through this before and tried a reset. The issue started today. Troubleshooting could not be performed as pt did not have the equipment with. Pt will call back with equipment. Pt called back in and reported that they removed the battery pack and put double aa batteries in the controller. Pt reported that the controller would power on with the aa batteries, but would not turn back on when the battery pack was re-installed. Pt reported that they did not have the equipment with them and will call back when they have the equipment. Additional information was received from the patient. Pt called back repeating their controller would not charge, confirmed issue in this case. Pt said controller would be plugged in to ac power for hours and days, but wouldn't charge. Pt plugged controller into ac power without battery pack and nothing came on the screen. Pt confirmed green light was on ac power and no damage to controller port. Pt inserted aa batteries and confirmed controller came on. Agent reviewed ac power supply replacement and emailed repair.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97745ac lot# serial# unknown. Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). ; product ID: 97745ac, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.